Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.5/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens was replaced with a different power lens due to refractive surprise on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).